Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified popliteal artery. A 3.0mmx30mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 7 atmospheres. The device was removed without any problem. A different hp balloon was then used for dilation, followed by further dilation of the superficial femoral artery (sfa) with an upsized balloon. A stent was subsequently deployed, and the procedure was completed. There were no patient complications as a result of this event.